Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was 175 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.